Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the when rewinding the reservoir customer had noticed a strange noise coming from the motor area of the insulin pump. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the customer had to change out the battery more often than normal from when they first received this insulin pump and the battery cap had become loose and it seems it had to be turned more to become tight. The insulin pump will not be returned for analysis.